Event description:
It was reported that during a hip arthroscopy procedure using a 45 degree chondral pick, the surgeon pushed the pick into the bone and was slightly bending the tool, when the edge of the tip broke off in the bone. The broken piece was unable to be located and was finally abandoned inside the patient, after an hour of failed retrieval attempts. The procedure was otherwise completed without any further reported complications.